Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced severe injuries including extrusion, difficulty urinating, chronic infections, severe pelvic pain and vaginal erosion. All other information is unknown and unavailable.